Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt says that last night they found that their stimulation had "turned off on its own, and when I got up I had a hard time getting it back on" and says they used the mystim to turn stimulation on. Pt says when this happened the mystim did show that stimulation was on, but pt didn't feel stimulation and says they are currently feeling stimulation right now at 8.5v but "it felt like it was glitching on me or something and finally I started turning the stimulation up". Pt reports no falls or trauma and hasnt been around any emi. Pt says that they know that certain body positions they will feel stimulation and others not feel stimulation but says last night was the first night they couldn't feel stimulation in any positions. Pt says they are "tired, I have been up all night". Pt then clarified that this "is the 3rd night I have been dealing with it" but last night was the first night they couldn't feel any stimulation at all, in any body position despite the stimulation being on. The patient was redirected to their healthcare provider to further address the issue. Recommended following up with hcp for further investigation. Pt says they will call hcp and commented that "noone has looked at my stimulator for 4 years."

Event description:
Information was received from a patient via a manufacturer representative regarding an implantable neurostimulator (ins). They reported a loss of stimulation. There were no known external/patient factors. Impedances were checked and electrodes 0, 1, 3, 4, 7 are available to use. The rest of the electrodes are greater than 10 ,000. Reprogramming was done using the available listed electrodes. They were able to capture excellent coverage on the left and some on the right. The issue was resolved at the time of this report. The patient will be meeting with their healthcare provider next week to discuss if she is getting adequate pain relief.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.